Event description:
The account alleged that the side rail will not stay in the upright position. No patient impact.

Manufacturer narrative:
The account replaced the side rail center arm assembly to resolve the issue.